Event description:
The customer stated that she was hospitalized for low blood glucose levels with a reading of 27 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump also passed the displacement test. The customer later stated that she was taking a new medication, which her doctor believed may have caused her blood glucose levels to go low. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.